Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a bd code that indicated potential premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected and that therapy delivery is currently unaffected. Device replacement was recommended. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a bd code that indicated potential premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected and that therapy delivery is currently unaffected. Device replacement was recommended. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.